Event description:
The implant failed due to pt health habit. The implant was placed at #11 and removed after 1 and half months. One stage surgery, bone graft material was used. Good oral hygiene, moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no info about medical condition of pt.